Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the non-calcified, non-tortuous, 95% stenosed, mid circumflex. The patient presented experiencing a non-st elevated myocardial infarction. Pre-dilatation was performed with a 2.0 x 10 mm non-abbott balloon catheter at 10 atmospheres. The 3.0 x 18 mm xience prime stent was deployed at 12 atmospheres in the lesion. Post-dilatation was performed with a 3.0 x 9 mm nc non-abbott balloon at 14 atmospheres. The stent was confirmed to be well apposed to the vessel wall on fluoroscopy and visual estimation. Clopidogrel and heparin was given as a loading dose. Post-procedure the patient was prescribed prasugrel. There was a good final outcome with timi iii flow. Within 4 hours, the patient experienced angina and was shifted back to the cath lab. Coronary angiography found in-stent thrombosis. Balloon angioplasty was performed for treatment. No additional information was provided.

Manufacturer narrative:
(B)(4). A cine of the procedure was received and reviewed by an abbott clinical specialist who concluded the following: the thrombosis of the stent post-procedure within the same day is confirmed. There was no reported device malfunction and the product was not returned. Angina and thrombosis are listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. Although a relationship between the reported patient effects and the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design, or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.

Event description:
Correction: the lesion was located in the mid left anterior descending artery, not the circumflex as previously reported. No additional information was provided.